Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure wherein a paddle lead was implanted and patient was doing well postoperatively. The explanted leads will not be returned per hospital policy.